Event description:
Allegedly during a knee arthroscopy, pt developed compartmental syndrome which required a fasciotomy. Pt was hospitalized and discharged 1 week later. Or nurse stated that she was not aware of any problems with the pump during the procedure.